Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be inserted into the y-connector. When attempting to reconnect the mapping catheter, it was discovered there was a shaft kink. The mapping catheter was replaced which resolved the issue. During the initial cooling a system notice was received indicating that the refrigerant delivery path was obstructed. Continue was pressed and the coaxial umbilical cable was reconnected without resolution. The coaxial umbilical cable was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.